Event description:
Caller reported blood glucose results of "150's" mg/dl on aviva system, "400's" mg/dl on advantage within 10 minutes. No adverse event was reported. The caller declined to provide any further information, product or personal.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system, medwatch with (B)(6) is for advantage system. Strips not available for return.